Event description:
Pt enrolled into the create trial. Minor ischemic stroke reported. During post procedure neurological evaluation, a drift of left arm was discovered, which was associated with right facial and jaw pain. CT scan with neuro evaluation performed. Pt recovered without sequelae. Please reference MDR 2183870-2009-00085 for protege rx used in this procedure.